Event description:
Related manufacturing reference number: 2017865-2022-48892. It was reported that the patient presented in the hospital with an infection. There was no allegation from a healthcare professional that the infection was caused by the single chamber implantable cardioverter defibrillator (ICD) system. The ICD and right ventricular lead were explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.